Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, m, 28/0, taper 12/14 on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to unknown reason.

Manufacturer narrative:
Concomitant medical products: item: wagner cone prosthesis, 135°, uncemented 17, taper 12/14 catalog #: 01.00561.317 lot #: 2860089. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on october 24, 2017 but was not available. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend analysis could be performed as no specific event information is available. Event description: it is reported that the patient underwent primary surgery with biolox head on (B)(6) 2017 and underwent revision on (B)(6) 2017 due to unknown reasons. Subsequently patient underwent second revision on (B)(6) 2017 due to infection. Review of received data: received implants stickers belonging to the surgery dated (B)(6) 2017. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary: according to the information available at the hand, ceramic head of the tha was revised due to unknown reasons after 3 weeks in-vivo time on (B)(6) 2017. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. No specific event information is received. Therefore, the complaint cannot be confirmed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note: second revision on (B)(6) 2017 is captured in (B)(4).